Event description:
It was reported that this patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Data transmission issues were also reported. Subsequently, troubleshooting was performed but the issue was not resolved. The patient was referred to contact their clinic regarding the red call doctor icon. No adverse patient effects were reported. At this time, this pacemaker remains in service.